Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, componenet code and h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the high pressure helium regulator carried out functional checks and diagnostic tests. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during replacement of helium cylinder, the cardiosave intra aortic balloon pump had a helium leak. There was no patient involvement and no injury.